Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture and calcification was received on june 15, 2020 with lot number 2059397. Visual analysis of the returned device identified: opening, biological tissue in the surface of the shell, crease fold and underweight. A microscopic analysis was performed which identify a striated edge opening in the anterior side, consist with use of a surgical tool and sharp edge and with non-penetrating nicks assessed as surgical impact opening a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Patient reported left side rupture and calcification. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and calcification. The device has been explanted.